Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6)2009 product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient had a fall which made their implantable neurostimulator (ins) uncomfortable in the abdominal location. There were no device issues but the patient desired to have the ins moved to the buttocks location. A revision was to be performed. The indication for use of the device was noted as non-malignant pain. Should additional information be received a supplemental report will be filed.